Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the ventricular channel. It was noted that the issue presented itself following an unrelated surgical procedure. Patient was stable before, during and after the event and will be monitored.